Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty. It was indicated that the screw would not extend after twenty-five turns and the surgeon thought it was broken. After the case, the field representative was able to extend the screw with twelve turns. The lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the helix difficulty allegation was not confirmed based on a passing helix mechanism test. The difficult-to-position allegation was not confirmed as the analysis found no damage or defect consistent with placement difficulty.

Manufacturer narrative:
The lead has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was not successfully implanted due to placement difficulty. It was indicated that the screw would not extend after twenty-five turns and the surgeon thought it was broken. After the case, the field representative was able to extend the screw with twelve turns. The lead was never in service. No adverse patient effects were reported.